Event description:
Info received indicates the bed continues to move when the brake is set.

Manufacturer narrative:
The account has not provided hill-rom access to the bed to investigate the alleged malfunction.